Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02216.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, the physician placed five smart coils in the target vessel using the microcatheter. Next, two smart coils would not advance within the introducer sheaths and were stuck in their initial position. Therefore, the physician pulled the smart coils out from the back end of the introducer sheaths and backloaded both smart coils into the introducer sheaths of the coils that were previously implanted. The procedure was completed using the same two smart coils. There was no report of an adverse effect to the patient.